Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was 241 mg/dl. Troubleshooting was provided for the blank display. The display remained blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display anomalies noted during testing. Device passed self test, off no power test, unexpected restart error test or displacement test. The stop (idle) current test and run current test were in specification. (B)(4).